Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the false upstream occlusion alarms. They were found to be caused by low ultrasonic readings on the failed ultrasonic sensor. The failed ultrasonic sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.